Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when attempting to do a functional verification, the chiller temperature (t4) thermistor was observed at 99 c. They discussed this was indicative of a failed t4 thermistor and would add tank harness to the already existing quote. The biomed stated that the arctic sun device would not fill. No suction at left port of manifold. Failed circulation pump. System hours were 4207. Biomed requested a quote for 2000-hour service. Per sample evaluation results received via task on 09oct2024, it was reported that the t4 thermistor was failed.

Event description:
It was reported that when attempting to do a functional verification, the chiller temperature (t4) thermistor was observed at 99c. They discussed this was indicative of a failed t4 thermistor and would add tank harness to the already existing quote. The biomed stated that the arctic sun device would not fill. No suction at left port of manifold. Failed circulation pump. System hours were 4207. Biomed requested a quote for 2000 hour service. Per sample evaluation results received via task on 09oct2024, it was reported that the t4 thermistor was failed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed t4 thermistor. During evaluation, it was found that the unit was not cooling properly. Tank harness was replaced. Unit did not fill. Pm performed. Circulation pump was replaced. Serviced the mixing pump and circulation pump. Replaced the heater lot 1424 with lot 2428. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.